Event description:
It was reported that the itrak 3500l system would not calibrate on port 1. There was no adverse pt event reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.